Event description:
Corrected information: it was reported that the spline (notched area between the clamp and the track) broke. The rest of the information remains unchanged.

Manufacturer narrative:
A review of post market surveillance data relating to the reported issue of spline breakage was conducted and no trends were observed. The root cause of the spline breaking is not known.

Manufacturer narrative:
A review of post market surveillance data relating to this reported issue was conducted and no trends were observed. The device history record was reviewed and no issues identified. Device sample was discarded by hospital. The root cause of the strap latch door breaking is not known. The user facility has been instructed that they should not continue to use a broken anchor fast device in the future. Gender, weight and age have been estimated because actual information was not provided.

Event description:
It was reported that the anchor fast strap latch door broke off during the 4th day of use. The staff continued to use the anchor fast device by using tape to secure the endotracheal tube to the anchor fast device. Sometime over the next day, the endotracheal tube started to migrate out and the patient became temporarily hypoxic. The staff reintubated him and applied a new anchor fast device. The hypoxia resolved.